Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 148 and 155 mg/dl. Customer called after speaking with his distributor and stated the meter has been reading high starting about two weeks ago. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: 139mg/dl, (B)(6) 2017, 05:00 am, fasting:yes; 204mg/dl, (B)(6) 2017, 08:25 pm, fasting:no; 155mg/dl, (B)(6) 2017, 06:38 am, fasting:yes; 343mg/dl, (B)(6) 2017, 09:00 pm, fasting:no; 148mg/dl, (B)(6) 2017, 06:00 am, fasting:yes. He has been using this meter for sometime and he has not changed his diet, in fact he has lost over 100 lbs and his a1c is now down to 6.0 and was taken off of the glipizide. He usually runs well under 100mg/dl on his fasting but the meter is saying something totally different and he knows his meter cannot be correct.